Manufacturer narrative:
(B)(4). No x-ray views have been provided to (B)(4) so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis. (B)(4).

Event description:
During follow-up, three ventricular tachycardia episodes were noted due to supraventricular tachycardia and no therapy was delivered. Electrical testing was completed and all values were within range. In addition, post-paced t-wave oversesning was noted. An x-ray examination was performed and externalized conductors were noted. No further intervention was performed, the patient will be remotely monitored. The patient is stable.